Event description:
It was reported by the patient that their heart rate has been fluctuating and is higher than what the device was set for even when resting. The patient also has been feeling "under the weather". The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).